Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ chest pain: unable to observe since it is not related to the device. ¿ fatigue: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ allergic reaction/hypersensitivity-delayed: unable to observe since it is not related to the device. ¿ depression: unable to observe since it is not related to the device. ¿ increased sensitivity: unable to observe since it is not related to the device. ¿ varied injuries: unable to observe since it is not related to the device. ¿ rash: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side 'sudden intolerances, allergies, skin rashes, lymph node enlargement right armpit, insomnia, memory problems, brain fog, word finding disorders, absolutely no energy, depression, foreign body sensation, squeezing and sometimes chest pain and much more." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymph node enlargement right armpit".

Event description:
Patient reported right side 'sudden intolerances, allergies, skin rashes, lymph node enlargement right armpit, insomnia, memory problems, brain fog, word finding disorders, absolutely no energy, depression, foreign body sensation, squeezing and sometimes chest pain and much more." The device has been explanted.